Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip and inside the bd plastipak¿ 30ml luer-lock syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received 42 sealed samples and 2 photos from the customer facility for investigation. On visual inspection of the pictures received it can be observed a syringe with the edge lightly shaved and other syringe with a polypropylene particle inside the syringe. On visual inspection of the 42 samples received, no damage or molding defect can be observed in the syringes. No polyparticle can be observed inside any of them. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.